Event description:
It was reported that during the procedure the console displayed error 53 code. The unit was no longer functional; therefore, the procedure was aborted. After that, the console was calibrated, the error code was resolved. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported error 53 displayed by the console was possibly caused by an improper routine or preventative maintenance. The fse proceeded to perform an adcs calibration and power meter calibration and finally, the device passed all functional testing. No further issues were identified during service, and the console was confirmed to be fully functional after calibrations. It is likely that the error message resulted from an improper routine or preventative maintenance, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to maintenance was assigned to this investigation.

Event description:
It was reported that during the procedure the console displayed error 53 code. The unit was no longer functional; therefore, the procedure was aborted. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.